Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the handle of a table top bender would not work. The surgeon completed the case by using a hand bender since another table top bender was not available. The use of the hand bender instead of the table top bender resulted in a 45 minute procedural delay. Other than the delay, there was no injury to the patient.

Manufacturer narrative:
The device was not returned and the only event description is the handle wouldn't work. The complaint is unverifiable and insufficient details were provided about the circumstances involved in this incident. The lot number was identified during the completion of the investigation.